Manufacturer narrative:
Implant date is estimated. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported about 4 years ago on an unknown date an unknown sized epic stented porcine heart valve was implanted in the mitral position. The patient presented with severe mitral regurgitation (mr) and a leaflet tear was noted. On an unknown date a transcatheter mitral valve replacement (tmvr) was performed. The status of the patient is unknown. No additional information was provided.

Manufacturer narrative:
An event of valve replacement with a valve-in-valve due to regurgitation and a leaflet tear was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure or the patient history was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.